Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
The reported device reset was confirmed in the laboratory. The device was received in a reset condition resulting from a power-on-reset (por) on (B)(6)2010. After clearing the reset condition, the device's functionality was tested and no anomalies were detected. The device met all specifications. The engineering test page was accessed to read different memory registers, and the reset did not occur throughout testing. A longevity calculation was also performed, and the device was within expected longevity performance. It is believed that the reported engineering test page work performed in the field may have inadvertently induced the por by writing to a specific register.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while attempting to disable the device prior to a surgical procedure, the device was found to be in hardware reset mode. Hence, the device was replaced. Undersensing was also noted on the lead during the surgical procedure. The lead was capped.